Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. (B)(4). The complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific capio slim device was used during a procedure. According to the complainant, during the procedure, after the device was actuated, it did not release from its locked state. This event most likely suggests that the capio carrier failed to retract after the device was actuated. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.